Event description:
Event description cpi received information that this transvenous defibrillation lead experienced a perforation at implant. The lead was repositioned and is now exhibiting oversensing due to noise. Noise is reproducable with isometric movements.